Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, heavily tortuous, 100% stenosed superficial femoral artery and popliteal artery. On (B)(6) 2021, a non-abbott sheath was advanced when a dissection was noted. Pre-dilatation was performed with multiple unspecified balloons and a command guide wire. A 5x150mm absolute pro ll self-expanding stent system (sess) was advanced, and the stent was deployed; however, dilatation was performed over this stent to prepare the lumen to receive a second stent as they observed some residual stenosis due to recoil. A 5x120mm absolute pro ll sess was advanced with a non-abbott 6f sheath, and no resistance was noted. The stent was partially deployed overlapping the first stent when the thumbwheel stopped rotating, and the rest of the stent was unable to be deployed. The sess was attempted to be removed, but significant resistance was noted with the previously deployed stent. The second stent was retrieved partially to the sheath when the shaft separated. The separated portion of the shaft in the sheath was removed by inflating an unspecified balloon within the sheath and removing everything together. The stent remained in the common femoral artery until it was surgically removed the following day on (B)(6) 2021. A 5x150 absolute pro ll stent was used to successfully complete the initial procedure. No more adverse advents were observed and the patient is currently recovering. However, there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported recoil. It may be possible that the heavily calcified vessel conditions along with stent sizing contributed to the stent recoiling however, this could not be confirmed. The unexpected medical intervention is due to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.